Event description:
Case description: investigation results: name: novopen echo® plus, batch number: mvg7h44. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicate that the memory display has shown 'error' during use. There were observed several resets and data transfer errors. Visual examination and functional testing were performed. The memory display showed the last given dosage upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display showed all pre-set doses. All mechanical functions were found to be normal. The device was disassembled to examine internal parts and a microscopic examination per-formed. No remarks. Confirmed: the display shows error. The resets affect the memory function of the device, as the current and all previous doses are invalidated in the dose logs. The fault was considered to be obvious to the user, as an error message appears on the display of the pen and in the app and the logs of doses prior to the reset cannot be transferred. Data in the app might be missing. The issue has no impact on the mechanical function of the pen and therefore, no impact on dosage accuracy. The fault was considered a design fault of the product. Since last submission, the case has been updated with the following information: investigation results updated, device addendum tab: annex b c d g codes updated, narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 27-jan-2024: the suspected pen was returned to novo nordisk for investigation which showed that the memory display showed error due to resets affect the memory function of the device. The fault is obvious to the user, as an error message appears on the display of the pen and in the app (e.g., "dose memory technical error detected"). However, the issue has no impact on the mechanical function of the pen and therefore, no impact on dosage accuracy. Corrective actions are being implemented to mitigate this issue. The error message shown in the display is a designed feature in the device which alerts the user that an error has occurred and in the IFU of the novopen® echo plus it is described how the user/patient should understand and act when the error message is seen. H3 continued: evaluation summary: name: novopen echo® plus, batch number: mvg7h44. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicate that the memory display has shown 'error' during use. There were observed several resets and data transfer errors. Visual examination and functional testing were performed. The memory display showed the last given dosage upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display showed all pre-set doses. All mechanical functions were found to be normal. The device was disassembled to examine internal parts and a microscopic examination per-formed. No remarks. Confirmed: the display shows error. The resets affect the memory function of the device, as the current and all previous doses are invalidated in the dose logs. The fault was considered to be obvious to the user, as an error message appears on the display of the pen and in the app and the logs of doses prior to the reset cannot be transferred. Data in the app might be missing. The issue has no impact on the mechanical function of the pen and therefore, no impact on dosage accuracy. The fault was considered a design fault of the product.

Event description:
Case description: investigation results: name: novopen echo plus, batch number: mvg7h44 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicate that the memory display has shown 'error' during use. There were observed several resets and data transfer errors. Visual examination and functional testing were performed. The memory display showed the last given dosage upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display showed all preset doses. All mechanical functions were found to be normal. The device was disassembled to examine internal parts and a microscopic examination performed. No remarks. Confirmed: the pen display shows an error message in case of a reset of the pen memory function. This was built into the pen design. The resets affect the memory function of the device, as the current and all previous doses are invalidated in the dose logs. The fault will be obvious to the user, as an error message appears on the pen display and the logs of doses prior to the reset cannot be transferred. The issue has no impact on the mechanical function of the pen. The fault is considered a handling fault. Since last submission, the case has been updated with the following information: -investigation results added -EU/ca tab: final report check box ticked, expected date of follow up removed -device addendum tab: annex b c d g codes updated -narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment (B)(6) 2024: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Upon preliminary evaluation, the mechanical functions of device were found to be normal. The display error was found to be related to reset issues with device. The fault is considered a handling error but does not impact on mechanical function of the device. The fault is obvious to the user, as an error message appears on the display and the logs of doses prior to the reset cannot be transferred. However, if the user disregards the recommendations in the instruction of use in relation to the error message shown in the display and re-inject a dose of insulin without checking the blood glucose levels, the patient might experience a hypoglycaemic event. H3 continued: evaluation summary name: novopen echo plus, batch number: mvg7h44 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. Several codes in the logs indicate that the memory display has shown 'error' during use. There were observed several resets and data transfer errors. Visual examination and functional testing were performed. The memory display showed the last given dosage upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display showed all pre-set doses. All mechanical functions were found to be normal. The device was disassembled to examine internal parts and a microscopic examination performed. No remarks. Confirmed: the pen display shows an error message in case of a reset of the pen memory function. This was built into the pen design. The resets affect the memory function of the device, as the current and all previous doses are invalidated in the dose logs. The fault will be obvious to the user, as an error message appears on the pen display and the logs of doses prior to the reset cannot be transferred. The issue has no impact on the mechanical function of the pen. The fault is considered a handling fault.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) unreliable data transmission, daytime display on the smartphone showed that the injection had not worked [device wireless communication issue]. Case description: this serious spontaneous case from switzerland was reported by a pharmacist as "unreliable data transmission, daytime display on the smartphone showed that the injection had not worked(device wireless communication issue)" with an unspecified onset date, and concerned a 76 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient's height: 165 cm patient's weight: 83 kg patient's bmi: 30.486685. Current condition: hypertension (duration not reported) , cholesterol (duration not reported) , diabetes(type and duration not reported) , cardiovascular diseases(duration not reported). Concomitant products included - novorapid(insulin aspart). On an unknown date, patient reported that she has a problem with a novopen that she is using to inject novorapid. She was able to administer the injection. However, the daytime display on the smartphone showed that the injection had not worked. However, patient has the impression that the injection worked without any problems. She then set 4 units, were given and transferred to the smartphone. Patient was worried about unreliable data transmission that happened with this pen. The pen does not send the same values as it displays in the application. So , patient ends up with 2 different values and does not know how much insulin injected. There was no adverse reaction due to the technical issue. The patient was not sure if she injected herself with 4 units, because the values were not shown in the application. No screenshot or any useful information on what the application on the smartphone showed available. Patient was familiar with IFU, in particular with measuring blood glucose if in doubt. Patient has 3 different pens that work just fine. Batch numbers: novopen echo plus: mvg7h44 the outcome for the event "unreliable data transmission, daytime display on the smartphone showed that the injection had not worked(device wireless communication issue)" was unknown. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. References included: reference type: e2b company number reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: . Reference notes: medwatch 3500a MFR. Report number. Preliminary manufacturer's comment 18-nov-2024: the suspected device novopen echo plus has been returned to novo nordisk for evaluation. Investigations are ongoing. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.